Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergry indicates that the patient has since fallen and suffered a periprosthetic fracture of the femur resulting in a loose femoral stem.

Manufacturer narrative:
Additional narrative: (B)(6) indicates that the patient has since fallen and suffered a periprosthetic fracture of the femur resulting in a loose femoral stem. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.